Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that when they tried to change their program after charging their ins, their therapy kept shutting off and couldn't get to another program. Patient stated that their therapy turned off after their ins battery ran down, then when they connected to their ins to "change the program to increase it" their screen goes "haywire". During the call, patient was very confusing because they initially thought that the stimulation level was the same as the program and patient also kept speaking over the agent. Patient tried to connect to their ins during the call and confirmed that their therapy was turned on and their stimulation level was at the lowest level. Agent reviewed general therapy information and walked patient through increasing their stimulation and patient confirmed feeling the stimulation comfortably. While making adjustments, patient confirmed that their stimulation level kept increasing or decreasing on its own. Agent reviewed communicator best practices and advised patient not to tap on the arrows to adjust their stimulation multiple times in a row. Patient will continue to monitor the issue when adjusting and may call back if the issue persists. When asked for event date, patient stated that the issue started 2 or 3 days ago.